Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: (B)(6) serial#, implanted: on (B)(6) 2024, explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 14-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (10 mg/ml, 2,479mg/d) via implanted infusion pump. It was reported that the patient began to have pain. The patency of the catheter was verified and as the radiological image (rotor test) showed that the product did not have good patency, the replacement was carried out. Catheter obstruction in the spinal segment was visualized. Catheter replacement was performed on (B)(6) 2026. The surgical report showed that the patient was lateral and remained low sedated during the procedure. Asepsis and antisepsis and placement of sterile drapes. The patient's lumbar and abdominal paramedian excision right both opening of incisions. The catheter was removed due to the clog by disconnecting it from the pump. Nema puncture was performed via raduscopy with needle and progress was made with the catheter at t10. The csf was clean. The catheter was the connected to the pump and the correct "pennibility" was verified. It was fixed with a silk stitch. Rigorous hemostasis. The procedure was tolerated. The dose was lowered due to the obstruction. The issue was resolved at the time of report. The patient's status was alive - no injury. The patient's weight was asked, but unknown.